Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The customer did state that there was no pt harm or injury associated with this event. The mallinckrodt customer support engineer (cse) verified an error code in memory that substantiated the customer's claim. The cse inspected the device and replaced the bdu cpu pcb. The unit passed extended self testing.